Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was defective during surgical procedure. The lens was observed to be completely cocooned resembling a melted mass, which caused resistance during implantation. The surgeon withdrew the device without incident after recognizing the issue. The surgeon noted that the iol had touched the eye during the procedure. From additional information it was learnt that there was a possible manufacturing defect. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: no section h3: device evaluated by manufacturer: no device evaluation: a customer photo was provided and evaluated. The photo displays the suspect cartridge and plunger rod tip. The plunger rod can be observed to be fully advanced. No issues were identified. Due to no product received, no further evaluation could be performed. Conclusion: the complaint issues "stuck in cartridge" and "lens damaged" were not identified during photo evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.